Event description:
It was reported that during a da vinci-assisted surgical procedure using an xi system, operating room (or) staff contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report that universal surgical manipulator (usm) arm 2 was not recognizing instruments. The or team attempted multiple troubleshooting steps without resolution, including reseating the adapter, replacing the drape, replacing instruments, rebooting the system, and performing a hard reboot of the patient side cart (psc). The tse advised reseating the adapter again and verifying that the circle gears were rotating; the team confirmed rotation was present. The tse advised two options to proceed: continue the procedure using three arms or swap the psc. The tse was unable to access logs at the time of the call. The procedure was converted to another xi system, and no patient injury was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.